Manufacturer narrative:
During a standard procedure a dental handpiece got hot and burned patient on inner right cheek close to the lip. Patient received an treatment with "dynexan" and healed well without any scar. Analysis of the handpiece did show that bearings, teeth of intermediate drive and the guide bushing have been worn. This caused the burr to wiggle and increased sound level of the handpiece. As a result the handpiece heated up. Last repair was in (B)(6) 2005. Incident happened in (B)(6) and is reported as in the united states a similar product was distributed.

Event description:
During a standard procedure, a dental handpiece got hot and burned patient on inner right cheek close to the lip.